Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core 10-inch monitor, whenever a bronchoscope or blade was inserted into the patient's oral cavity, the screen froze. The screen did not freeze when the bronchoscope or blade was not inserted. No delay in the procedure or harm to the patient or user was reported.